Event description:
It was reported that following a cryo ablation procedure, the patient experienced cardiac tamponade two hours post procedure. Pericardiocentesis drainage was performed and the patient was transferred to the cardiothoracic center for recovery. The patient was hospitalized and is doing well. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed that multiple injections were performed with test catheters. The data files recorded system notice 50012 ¿the refrigerant delivery path is obstructed¿ unrelated to the reported issue. There was no indication of a product malfunction, and no product was returned for investigation. A known clinical issue was encountered during the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.